Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1bt1t, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot#: va1bt1t, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorder. It was reported that the patient's system was explanted due to an infection/ skin dehiscence around scalp incision. It was stated that the patient scratched at/picked at healing wound which led/contributed to the issue. It was stated that the skin infection was visible upon exam. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.